Manufacturer narrative:
Proxidiagnost n90 is a multi-functional general r/f system. It is suitable for all routine radiography and fluoroscopy exams, including specialist areas like angiography or pediatric work, excluding mammography. This report is based on information provided by philips field service personnel and has been investigated by the philips complaint handling team. Philips received a complaint for the proxidiagnost n90 indicating that a piece of the footboard was missing, resulting in exposed internal parts and a potential safety concern. The issue was identified while the device was outside clinical use (during setup). There was no patient or user impact reported. The initial assessment by the field service engineer (fse) identified that a nut from the footrest side cover plate had come loose, leading to partial detachment of the footboard component and exposure of internal parts. As an immediate corrective action, the loose/missing hardware was addressed, and a replacement footrest assembly was ordered. The field engineer subsequently replaced the footrest assembly, followed by verification of proper installation and functionality. Post-service validation confirmed that the system was fully operational and met specifications, and the device was returned to service. Based on the available information, the most probable cause of the issue was loosening of the mounting nut over time due to normal wear and tear, resulting in detachment of the footboard component. The issue was resolved through hardware replacement, and no further issues were observed. The device was returned to use with full functionality.

Event description:
It was reported that the piece of the footboard was missing, resulting in exposed parts and a potential safety concern. The device was outside of use and there was no harm to the patient or user.